Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75446545, 510k #k042025, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: fusion for extending was performed because adjacent segment disease occurred at the above and the down intervertebral discs after performing plif at single level. Procedure: plif (posterior lumbar interbody fusion) levels implanted: l5-s1 it was reported that post-op, implanted screw of s1, which was the lowest fixed vertebral body, broke inside the vertebral body due to tumble. The screw was replaced after removal and fusion for extending were performed until iliac, and the operation was completed. There was no delay in procedure time as a result of alleged event.